Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the doctor's meter. Results as follows: caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio: 7.3; inratio: 2.2. Patient's therapeutic range: 2.0-3.0 inr.